Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint - litigation alleges patient had pain after asr hip implant. Update (date)- disc(s) pfs and medical records received. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: update 11/11/2015 litigation papers received. The litigation alleges the patient suffered from pain and elevated ion levels. The stem and sleeve have been added to the complaint. Update: 11/16/2015 transfer (B)(4). Update 11/19/2015 medical records received. There is no new additional information that would affect the existing MDR decision. The complaint was updated on:

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4).

Event description:
Update 11/17/15 medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pseudotumor, metallosis, pain, increased metal ions, and corrosion. Part/lot is being updated.the complaint was updated on:12/2/2015.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.